Event description:
It was reported that an unknown patient experienced an allergic reaction to an unknown st. Jude system. The st. Jude system has been explanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).